Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07k65, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k173122.

Event description:
The customer observed a falsely elevated architect free t4 result for one patient. The sample was retested with lower results. The following data was provided: initial result = >50 ng/l repeat result = 8.86 ng/l reference range = 7.00-14.80 ng/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending did identify an increase in complaints for the architect free t4 reagent and for the complaint lot 68900ud02. However, in-house testing was completed which concluded the complaint lot met acceptance criteria, demonstrating that the lot is performing as expected. Device history record review did not identify any non-conformances, potential nonconformances, or deviations associated with the likely cause lot number and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect free t4 reagent lot 68900ud02 was identified.

Event description:
The customer observed a falsely elevated architect free t4 result for one patient. The sample was retested with lower results. The following data was provided: initial result = >50 ng/l repeat result = 8.86 ng/l reference range = 7.00-14.80 ng/l no impact to patient management was reported.